Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a pigtail mandrel and a stent protector from a different product on device. There were several raised stent struts in row 9, 12 and 13 and slight damage to the #3 distal strut. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 2.75mmx22mm target lesion was located in the non tortuous left anterior descending artery (lad). A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.